Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to high rate non-sustained episodes and high sensing integrity counter (sic) that was determined to be a result of electromagnetic interference (emi) from a swimming pool. The alert was cleared and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.